Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: investigation type codes were added: 3331, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. One tapered screw vent (tsvtb10) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at the collar. Dried blood inside drive feature. Damages to implant body identified, most likely from removal process. Pre-existing patient condition as noted on per was type ii (moderate) bone density. The reported device was placed on tooth site 19 (universal) for approximately 3 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). According to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number: 63943636. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (63943636) for similar event using keyword fracture implant and no other complaint identified. October post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices (tsvtb10) and events (implant fracture). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Fax number and last/given name unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth location #19 fractured and was removed. Patient is returning for grafting and new implant placement.